Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: customer states catheter is not draining.

Manufacturer narrative:
Qn#(B)(4). Additional information: there was no patient injury, no kidney stones, incrustation, or urinary infection, and the device has been in use for 15 hours. Investigation: there was no sample returned for further investigation. As our own initiative, simulation test was done using a representative sample. Visual examination on the representative sample did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse airline observed throughout the shaft. The catheters then were inflated with 10ml of water using a 10ml luer tip syringe. The balloons inflated without any difficulties faced. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal and no collapse of the inflation airline observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflations of the balloons by connecting empty luer tip syringe barrel to the valve were smooth, spontaneous and complete. Repeat of inflation and deflation using the attached syringe gave similar observation with no problem experienced. There was no sample returned from complainant therefore further investigation could not be conducted to find out the real root cause of the non-drainage as reported. From simulation test, no abnormality found on the representati ve sample. Therefore, complaint could not be confirmed.

Event description:
Reported issue: customer states catheter is not draining.